Event description:
It was reported that the ventilator's turbine was not running when the ventilator was turned on which caused the ventilator to have no flow during service. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na